Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.

Event description:
It was reported that the customer inadvertently turned off control-iq settings. During troubleshooting with tandem technical support, setting was re-enabled and insulin delivery was successfully resumed. There was no adverse impact to customer's blood glucose level.